Event description:
It was reported that the patient presented in the hospital due to artifact sensing on the right ventricular channel. The lead otherwise exhibited normal electrical parameters. During the explant procedure, an insulation anomaly was noted on the lead. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the middle segment measuring 47.0cm was returned for analysis. External insulation abrasion measuring 0.7cm in length was noted, consistent with lead friction to the ICD can. The etfe coating was intact at this location. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.